Manufacturer narrative:
The customer later contacted physio-control to provide additional information about the patient and the event.  The customer advised that the patient was a female, and that the device was being used to monitor the patient when the reported loss of power occurred.  Medical personnel then switched to a backup device in order to continue monitoring the patient.  There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio was able to duplicate the loss of power during testing.  Physio determined that the cause of the reported issue was that the lower battery pin in battery well #1 was loose.  Physio then tightened the device's battery pin's and confirmed proper device operation through functional and performance testing.  The device was then returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. No further details were provided. Physio-control has made attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.